Manufacturer narrative:
(B)(4). Add'l serial numbers: (B)(4). Add'l mfg dates: 05/16/2005, 05/30/2005. Method: an investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint devices were not returned for evaluation. Results: it was reported that the heads of 11 cosycot had degraded due to the cleaning solution that the hosp was using, which contained benzyl and ammonia compounds. The operating manual states that cleaning of tall parts of the infant warmer and accessories should be done at normal room temp, around 23 degrees c, and to avoid cleaning solutions containing aromatic hydrocarbons, ammonia, amines or aqueous solutions as these may cause chemical reactions to the polycarbonate plastic material. All surfaces of the warmer head may be cleaned with detergent based solution with maximum concentration of 2% in water. Conclusion: the degradation of the infant warmer head, due to the use of non-compatible cleaning materials, is further compatible cleaning solutions.

Event description:
During the site visit of our field sales rep in one of the hospitals in (B)(6), it was discovered that 11 units of iw934 cosycot infant warmer had plastic degradation on warmer heads due to incompatible cleaning solution used. It was also noted that the hospital was using cleaning solution containing benzyl and ammonia compounds. The hospital had asked for an advice of the specific detergent product to be used to avoid subsequent plastic damage. No pt consequence was reported.